Event description:
Initial call reported the surgery dates of 2001. These dates coincide with the dates on the user facility medwatch form cover letter. However, the user facility medwatch form states that the surgery dates were different for the 2nd report date. Also, the user facility initially reported that one fiber broke on in 2001 and two fibers broke in 2001. The MFR has contacted the user facility for clarification, but call attempts have been unsuccessful in contacting the reporter.